Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument could not be recognized and activate energy. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument that was returned was a different lot number than what was initially reported. Isi has reached out to customer to attempt to clarify if the incorrect lot number was initially provided. The harmonic ace instrument that was returned was analyzed and found to have the curved blade broken at the base. As a result, the instrument could not operate properly. A piece approximately 0.446" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding instrument could not be recognized and activate energy was confirmed by failure analysis. The probable root cause is attributed to use conditions.